Event description:
Caller alleged imprecision with inratio meter. Results as follows: first test inr = 1.5 second test inr = 2.0.

Manufacturer narrative:
Inratio precision data provided by end-user lot: first test inr=1.5, second test inr=2.0. Mean=1.75; sd=0.35; %cv=20%. The %cv is less than or equal to 20%. Per internal procedure, the precision passes the criteria for precision. The test is considered precise and no further testing is required at this time.